Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following findings: during a visual inspection of the pump, the display lens was confirmed to be scratched. Horizontal lines were also observed going through the display screen, indicating a failed display flex. Unrelated to the complaint, the battery compartment was observed to be cracked.